Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and not available: did the needle break into two separate pieces? When did the needle break (during dispensing / during preparation / during use)? Was there any adverse patient consequence or subsequence medical/surgical intervention? What are the product code and lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. A cutting needle can't penetrate the skin and break upon applying pressure. No adverse patient consequences reported.